Event description:
It was reported that during a pulsed field ablation procedure, another manufacturer's guidewire hooked on the catheter array and then the guidewire would not move. The catheter was retracted into the sheath, but required more force than expected. The catheter, sheath, and guidewire were removed from the patient and it was observed that the guidewire was kinked and the array appeared as expected. When flushing the array, small pieces of either the guidewire or patient tissue were noticed. The catheter was replaced which resolved the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: non-medtronic unknown product type: guide wire medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number 0012229885 was returned and analyzed. Visual inspection was performed and the loop catheter appeared intact without any visible issues. No anomalies were observed on the handle, shaft or the array/tip regions. The guidewire lumen of the catheter was flushed, no anomalies were observed. The steering function was normal, with the distal catheter tip responding with approximately 170° rotation in both directions. The slide function was as expected, and the shape of the capture device was unremarkable with no atypical features. Upon full advancement of the slide control to extend the guidewire lumen, no kinks were observed along the extended portion, indicating proper functionality and alignment of the steering and slide mechanisms. The catheter was reprogrammed before connection to the generator via a test catheter interface cable, and therapy deliveries were successfully performed. Hipot verification of the integrity of electrode wires insulation and testing for electrical continuity revealed intact electrode wires without any detachment or breakage. Compatibility was assessed with both the returned guidewire and lab test guidewire (pv tracker), no issues were observed during insertion or retraction on multiple attempts. Smooth transition on both the distal tip and the luer was observed. Compatibility with returned 10fcc20 sheath and lab test sheath were also performed without any anomalies. No issues were observed on multiple attempts of insertion and retraction. In conclusion the reported mate rial issue and difficulty retracting issue were not confirmed through analysis and the loop catheter passed the returned product inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.